Event description:
Patient states that the curlin infusion pump does not alarm air in the line when bags have run dry. Pump did not alarm for air in the line or loss of power supply. FDA safety report ID# (B)(4).